Event description:
It was reported that the surgilav was being prepared for use in a procedure when a white substance was seen on the suction tubing, resulting in the sterile barrier needing to be replaced. The procedure was completed successfully using an alternate device with no patient or user injuries, and no adverse consequences. Upon evaluation at the manufacturer, it was found that one of the batteries exploded inside the battery pack, and the acid migrated through the battery holder until reaching the tubing.

Manufacturer narrative:
Upon visual inspection of the units, the claimed condition was confirmed in one of them. Evaluation disclosed a white substance on the unit¿s tubing. All electrical cables and internal / external components of the hand piece and battery pack were evaluated and found properly assembled and without damages. The other two units were found unopened/new; no white substance or any other particulate was observed. Investigation findings disclosed that the white substance observed in the unit¿s tubing was battery acid. It was found that one of the batteries exploded inside the battery pack, and the acid migrated through the battery holder until reaching the tubing. The most likely root cause could be associated, but no limited to a battery malfunction (short circuit/leakage).